Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had lost power. There was allegedly moisture ingress in the battery compartment with no reported damage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 11/09/2015 device evaluation:the device has been returned and evaluated by product analysis on 10/27/2015 with the following findings: a review of the black box data showed no unexplained reboots. A visual inspection of the pump showed that the battery compartment was cracked. The pump failed a leak test due to this. The pump was exercised for 24 hours with no power loss. The pump cover was opened and internal moisture was found on the battery canister and on the support bracket.